Event description:
As reported, the basket wires on the ncircle tipless stone extractor broke during a ureteroscopy procedure. They were pulling out small fragments of a stone when it broke and the stone was not embedded. The laser fiber was not in place while the basket was being used. The procedure was successfully completed with another device of the same type. The patient did not experience any adverse effects.

Manufacturer narrative:
Initial reporter occupation: (B)(6). G4: PMA/510(k) number = exempt . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation as reported by a representative of washington regional med center on (B)(6) 2023, the basket wires on an ncircle tipless stone extractor (rpn: ntse-015115; lot: 15296630) broke during a ureteroscopy procedure. They were pulling out small fragments of a stone when it broke; the stone was not embedded. The laser fiber was not in place while the basket was being used. The procedure was successfully completed with another device of the same type. The patient did not experience any adverse effects. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the returned device, were conducted. One ncircle tipless stone extractor was returned in open packaging. One wire has pulled free from the basket cannula, the wire is still attached to the rest of the device assembly. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for 15296630 revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The product IFU provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the complaint could not be established. It was reported the device was being to be used pull out small fragments of a stone when it broke, and the stone was not embedded. This makes it unlikely to have caused the observed damage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.